Event description:
It was reported "when the catheter was inserted into the patient, the waveform of the pump is abnormal, and the alarm indicates slow gas leakage.[after removal from the patient] the water test should be carried out after the catheter removed, and the balloon is pumped with a syringe, and air leakage occurred at the "y" part of the balloon catheter is found". Additional information states the catheter was not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. A non- teleflex short arterial pressure tubing was connected to the iabc luer end. Clear plastic tape was noted wrapped around the short driveline tubing/bifurcate. The bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The customer sub-mitted photo and video were reviewed. The photo shows the abnormal bpw on the maquet (data-scope) iabp display screen. In the video, the user performed the leak test on the iab catheter in question outside the patient's body. During the leak test, a leak was noted from the distal end of the bifurcate. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Under micro-scopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "air leakage occurred at the "y" part of the balloon catheter" is con-firmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which resulted in the helium loss alarm and caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "when the catheter was inserted into the patient, the waveform of the pump is abnormal, and the alarm indicates slow gas leakage.[after removal from the patient] the water test should be carried out after the catheter removed, and the balloon is pumped with a syringe, and air leakage occurred at the "y" part of the balloon catheter is found". Additional infromation states the catheter was not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that "air leakage occurred at the "y" part of the balloon catheter" is confirmed based on the customer provided video with the complaint report. In the video, a leak was noted from the distal end of the bifurcate during the leak test outside the patient's body. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate. The probable root cause is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "when the catheter was inserted into the patient, the waveform of the pump is abnormal, and the alarm indicates slow gas leakage. [After removal from the patient] the water test should be carried out after the catheter removed, and the balloon is pumped with a syringe, and air leakage occurred at the "y" part of the balloon catheter is found". Additional infromation states the catheter was not replaced. The patient's current condition is reported as "fine".